Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and returned for analysis. The lead tested out of specification. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited stable but increasing thresholds and the implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.